Event description:
It has been reported to philips that during an emergency treatment the system shut down in the middle of a case. No harm to the patient has been reported to philips. Philips has started the investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system shut down without any action by the user. The procedure was successfully completed after the system was restarted. A philips engineer inspected the system onsite and identified that the power off button on the review module was defective. The review module is located in the control room and provides controls for reviewing images. Other general functions like switching the system on and off can also be performed. The review module was replaced and the system was returned to use in good working order. Philips analyzed the replaced review module and confirmed that the power off button was defective.